Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that vegetation was noted on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered several low voltage shocks due to insulation damage on the right ventricular (rv) lead. In addition, an explant was scheduled for the entire ICD system due to infection. The ICD and rv lead currently remain in use. No further patient complications have been reported as a result of this event.